Event description:
It was reported the hydrophilic cover of the device was detached. A direxion fathom-16 system was selected for use. It was found out that there was failure of proximal rupture of the catheter with detachment of the hydrophilic cover. There were no patient complications reported.